Event description:
Breast pain . Breast encapsulated 2 times 2008 and 2018. Joint and muscle pain chronic fatigue memory and concentration problems breathing problems sleep disturbance rashes and skin problems dry mouth and dry eyes anxiety depression headaches hair loss gastrointestinal problems.